Event description:
It was reported that a coronary sinus dissection was observed with no hemodynamic effect.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.